Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that about 11 days after the pocket revision, the crt-p system was explanted, and a temporary pacemaker placed. A positive culture for klebsiella pneumoniae occurred, treatment was given and concluded, and about 16 days after, a new crt-p system was implanted.

Manufacturer narrative:
Concomitant medical products: 3830-69 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a breakdown of the skin at the implant site of the cardiac resynchronization therapy pacemaker (crt-p). The device was repositioned and remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that intermittent, but major bleeding at the crt-p site had been occurring since the implant procedure, and the patient presented to the clinic. Palpitation yielded drainage - with no purulence - and a pocket revision was performed, during which a superficial infection was noted, the area debrided, and an antibacterial absorbable envelope was used.